Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated atrial sensing was diminished. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with undersensing, high threshold, and decreased p-waves. Sensitivity was reprogrammed. It was also noted that the patient received multiple high voltage therapies for ventricular tachycardia that was not withheld by the device. The device and lead remain in use. No further patient complications have been reported as a result of this event.